Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. The patient contacted ts to troubleshoot an alarm that occurred during fill 1 of 3. The alarm, ¿make sure heater bag is on heater tray¿, could not be bypassed; the message continued to appear. As a result, the patient cancelled their treatment. When they removed the cassette from the cycler, moisture was observed on the ¿black bubbles¿ behind the cassette. After informing the ts representative of the issue, the patient was advised to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow-up, it was reported that no visible damage was found on the cassette; the patient did not know what caused the leak. The patient did not complete their treatment that evening. They stated they were not home when the event occurred, and therefore, they did not have any manual supplies with them. Despite the incomplete treatment, the patient stated there were no adverse consequences. No additional treatments were missed. Per the patient, the replacement cycler was received the following day. The patient confirmed being trained to perform manual pd therapy, as well as stat drains if necessary. The patient confirmed they did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Additionally, the patient stated their peritoneal effluent fluid remained clear following the event. The old cycler was picked up and returned to the manufacturer for evaluation when the replacement was delivered. The patient was continuing pd therapy on the replacement cycler with no further issues. The cycler set was not available for evaluation as it was reportedly discarded.

Manufacturer narrative:
Additional information: dh, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and completed without alarms or failures. The cycler underwent and passed a valve actuation test, a system air leak test, and a mushroom head check. During the internal visual inspection, the pump b mushroom head was found to be cross-threaded on its shaft. The internal inspection also identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.